Event description:
It was reported that after centrifugation with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper pulled out of tube and sample leaked. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the stopper came off in the centrifuge and blood flew all over the bench.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by water fill testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifugation with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper pulled out of tube and sample leaked. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the stopper came off in the centrifuge and blood flew all over the bench.